Event description:
A consumer reported about patients who were migraineurs. They underwent intraocular implantation with company lens and later they went for removal of the lens in a secondary procedure. The consumer reported that the doctor who did the procedure, was convinced that this lens does not do well with patients who have migraine, because majority of such lenses were removed from patients with migraine. According to the patient's neurologist the migraineurs process senses differently.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. File opened from a comment in another file for the potentially unknown explants: "my surgeon in l.a. Told me the majority of panoptic lens removals they do are with migraine patients". No contact information for person who stated this information to the reporter was provided. Not enough information was provided from the account for further investigation. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).